Manufacturer narrative:
(B)(4). The customer reported the incident pad had been discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported a patient received a nickel sized burn at the return electrode site during a pva (pulmonary vein ablation). The burn occurred to the patient's lower left back. After a week, the burn was described as a blister slightly to the right of it. It was treated with silvadene. The incident return electrode was discarded.